Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed in the event logs that a transducer fault had occurred. The reported issue was resolved by replacing the main printed circuit board (pcb) and the compressor turbine board. After performing the operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications.

Event description:
The customer left a note connected to a vela ventilator that the device had been alarming transducer fault. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.